Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with novosyn. Thread "wrong", detaches from the needle. There was no patient harm.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and (B)(4). There are no units in our stock. We have received 18 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received we have noticed that some threads (13 of 18) break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.